Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 14f amplatzer torqvue 45x45 delivery sheath. Patient was under general anesthesia. During procedure, when advancing the device to triangle, the shape the device takes when being deployed, the torque on the sheath was lost. The implanting physician tried to reposition the sheath by placing a counter clock turn of the sheath while in triangle formation of the amulet lobe. A decision was made to perform a tension test and allow the disc to go back into place. An attempt was made to counter clock twist the sheath to try and reposition the disc away from the mitral valve after the lobe's stabilizing wires were deployed and anchored. During procedure, the device was never completely retracted into the delivery system. The patient's activated clotting time (act) levels were above 250 seconds and they were administered heparin. It was later reported about 2.5 hours post procedure the patient complained of chest pain that was confirmed to be due to moderate circumferential effusion via stat echocardiography. It was reported the pericardial effusion lead to cardiac tamponade. The patient underwent pericardiocentesis but continued to bleed until administered clotting factors. It was reported the next morning on 12 april 2023, the patient no longer had any pericardial effusion but still experienced chest pain. The patient was kept at the hospital for continued observation until discharged. The patient status was reported as stable. It was reported the implanting physician believed the stability wires may have caused a micro tear during the repositioning of the device.

Manufacturer narrative:
An event of chest pain, pericardial effusion that lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.